Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
During a coil embolization procedure, the wrong detachment handle was opened; a penumbra smart coil detachment handle was needed but the hospital staff opened a penumbra coil detachment handle instead. The physician did not use the penumbra coil detachment handle in the procedure and continued the procedure using a new penumbra smart coil detachment handle.